Event description:
When technicians were unit dosing bulk liquids, they found several pieces of amber glass in the amber vials. The liquid was from a plastic bottle, and several more pieces in the bottom of the box of vials. The MFR and the supplier were both contacted. The MFR advised these are not sterile vials and that they must be stored upside down to avoid further problems.